Event description:
It was reported that the patient had shortness of breath and dizziness. It was noted on interrogation that the right ventricular lead had high thresholds and no capture. The lead was repositioned and several days later after a checkup the patient had chest pain and went to the emergency room. Lead thresholds had increased, and an electrocardiogram revealed fluid in the pericardium which required the patient to have a pericardial window. A perforation was suspected. The lead was successfully repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.